Event description:
It was reported that (2) devices were used during a wedge resection. It was reported by the affiliate that the surgeon was performing the wedge resection and had used the device for 5 previous firings (4 reloads and original device cartridge). On the 6th firing of the instrument, the surgeon claims the instrument formed no staples, but did cut the tissue as normal. This lead to a major vessel (4mm) being transected and the pt losing approximately 2 liters of blood. The surgeon had to convert to an open procedure. 03/08/2000 affiliate responded. Affiliate reported the device felt normal when fired. The device was not fired over a staple line and no buttressing material was used. The pt did not receive any blood and is in satisfactory condition at this time.